Event description:
It was reported that an infection occurred. The implantable cardioverter defibrillator (ICD) system was explanted. No further patient complications have been reported as a result of this event. The right atrial (ra) lead tested out of specification during manufacturer's analysis.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned, analyzed and the outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant medical products: d314drg ICD, implanted: (B)(6) 2011. (B)(4).